Event description:
My husband has been on a ventilator 24/7 for approximately 8 years. Last week his dme (durable medical equipment) switched him from his old vent to a vocsn (ventilation, oxygen concentrator, cough assistance, suction, and nebulizer). My "training" lasted approximately 15 minutes. I have since learned that you should never switch a ventilator at home. It should be done in the hospital under the supervision of a physician. The very next day, it was by sheer chance that I checked on him when I did. I found him blue, unresponsive, in a-fib with o2 of 35%. The alarm on the vent never sounded. Whilst calling 911, I switched him back to his old vent and it immediately began alarming. He nearly lost his life due to this malfunction. He remains in the ICU, returning home tomorrow under the care of a different dme company. I have also learned that the circuits viemed has been providing are not meant for invasive ventilation. They are, in fact, bipap/CPAP hoses which do not provide the correct pressures. I am very concerned this will happen to someone else who may not be as "lucky" as my husband. The company is requiring the return of the machine. Once back in their possession, they will be able to wipe its memory and any evidence or information as to what exactly malfunctioned and/or was set up incorrectly. Thank you for your time and consideration in this matter.